Event description:
Rec'd information the pt experienced an infection at the implantable neuro stimulator site (B)(6) post implant. Additional information has been requested and if rec'd, a f/u report will be sent.

Manufacturer narrative:
(B)(4).